Manufacturer narrative:
This supplemental report is being submitted to provide the device available for evaluation (see section d10); provide the date new information was received (see section g4); provide the type of report (see section g7); provide the type of reportable event (see section h1); provide the type of follow up (see section h2); update the device evaluated by manufacturer (see section h3); provide the device manufacture date (see section h4); update the event problem and evaluation codes (see section h6); and provide the device evaluation results (see section h10). The device referenced in this report was returned to siemens for evaluation. During visual inspection, it was noted that there was no physical damage on the articulation sleeve area; however, it was found that the articulation did not bend to the anterior direction with the use of the control knob. A system test was conducted and no error was found. When engineering performed destructive analysis, it was found a wire spring damage in the spool clip area in the control housing of the articulation area. The root cause of the reported event was due to the broken articulation wire due to spring damage. Wire assembly design and manufacturing process have been reviewed by relevant engineering groups and appropriate improvement action plans was established through capa2017-11000340. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference complaint # (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information. (See section b5), provide additional initial reporter information (see section e1), update device evaluated by manufacturer (see section h3), and correct the device code and provide additional device code (see section h6). The original MDR was submitted with code 2914 for device code which no longer exists. This report is being submitted retrospectively per FDA request.

Event description:
Additional information was received and it was reported that after a transesophageal echocardiography (tee) procedure was completed, it was observed that the transducer's posterior position movement was fine; however, the anterior movement was not functioning. There was no need to repeat the tee since the reported phenomenon occurred post procedure. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
The posterior position movement of the z6ms transducer is happening, but anterior movement is not functioning. The investigation is in process.